Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the error e433 is caused by a component failure of the electronic board. It is likely error occurred due to an electrical abnormality, such as electronic components damage or deterioration, poor contact at electrical connection points. However, a definitive root cause of reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator to the service center for a separate issue. During the device analysis, the service repair technician indicated that an error e433 during startup due to a motherboard malfunction was found. There was no patient involvement.